Event description:
Reporter alleged blood glucose measured 325 mg/dl compared to a comparison made by a nurse on her meter which read 150 mg/dl performed one test immediately after the other. Customer stated having no symptoms at the time of testing and took normal amount of insulin as a result, but not based on either result obtained. No other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.